Event description:
It was reported that during an implant procedure prior to wound closure, when the right atrial (ra) lead was placed the impedances were measuring from 1500-1900 ohms with the pulse system analyzer (psa). The lead was moved multiple times and had the same observations even when there was a low threshold. Troubleshooting was performed and they changed the psa and cables and the same issue was still happening. Subsequently, a different lead was used and the implant was successful. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found that the helix mechanism was retracted and dried blood tissue was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that during an implant procedure prior to wound closure, when the right atrial (ra) lead was placed the impedances were measuring from 1500-1900 ohms with the pulse system analyzer (psa). The lead was moved multiple times and had the same observations even when there was a low threshold. Troubleshooting was performed and they changed the psa and cables and the same issue was still happening. Subsequently, a different lead was used and the implant was successful. No adverse patient effects were reported.